Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Seventeen devices were received for evaluation; 16 events were confirmed during testing. Sixteen devices were found to be affected by a bent foot. One device was not available to stryker for evaluation. One device is available for evaluation but has not yet been received. One device is pending device evaluation. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes nineteen malfunction events, in which the device had a bent foot. Eighteen reported events had no patient involvement; no patient impact. One reported event had patient involvement with no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 1 device was received for evaluation; 1 event was confirmed during testing. 1 device was found to be affected by a bent foot. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.correction: 1 device was expected to be returned; however, not available to stryker for evaluation.

Event description:
This report summarizes 19 malfunction events, in which the device had a bent foot. 18 reported events had no patient involvement; no patient impact. 1 reported event had patient involvement with no patient impact.